Event description:
It was reported that an evaluation of this device battery was need. A review of the data by engineering noted that the power consumption of this device was increasing gradually. Engineering noted that this behavior was consistent with a capacitor degradation and the device should be replaced or have the battery status re-evaluated in ninety days. At this time the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the initial reporter first name, last name, and facility name.

Event description:
It was reported that an evaluation of this device battery was need. A review of the data by engineering noted that the power consumption of this device was increasing gradually. Engineering noted that this behavior was consistent with a capacitor degradation and the device should be replaced or have the battery status re-evaluated in ninety days. At this time the device remains implanted. No adverse patient effects were reported.